Manufacturer narrative:
The insulin pump had no intermittent button response due to moisture damage keypad trace. During testing numbers were not ramping on their own nor did the scroll bar move without any input. The insulin pump had minor scratches on the lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, and missing end cap sticker.

Event description:
It is reported that a customer had issues with the keypad on their insulin pump. The patient's blood glucose level was 211 mg/dl at the time of the call. The customer stated that the buttons do not respond on the pump. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.